Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 363 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was treated with IV fluids. The customer was hospitalized due to high ketones. The customer indicated having symptoms consistent with high blood glucose levels including high ketones over one hundred sixty and vomiting. The customer reported receiving multiple motor error alarms from the insulin pump during basal. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.